Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported that the clinical user stated the telemetry device did not trigger a desat spo2 alarm on (B)(6) 2019 at 00:59 for bed 11825; no red alarm (visual or audible). There was no patient impact, however, there was a delay in patient care.